Manufacturer narrative:
The main component of the system and other applicable components are: product ID 977a290, serial # (B)(4), implanted: (B)(6) 2016, product type lead; product ID 977a290, serial # (B)(4), implanted: (B)(6) 2016, product type lead. Evaluation: implantable leads [s/n: (B)(4)].

Event description:
The consumer reported that the left lead was no longer working; the right lead was pulsating and covering the patient¿s pain. The patient was no longer getting stimulation on the left side since (B)(6) 2016. In addition, the patient's neck seized up/spasms the night of (B)(6) 2016; this had not happened since the device was implanted. The patient stated that she had always been able to push on where the lead was and get a little tingle. Or if she rubbed on the lead, the sensation felt like a bee sting at the area she was pressing/rubbing. It was noted that the patient turned off stimulation while recharging and did not feel the sensation if she pressed or rubbed on the lead. The patient further reported that she fell down the stairs about two months prior to (B)(6) 2016, but it did not seem to disrupt anything. The patient was advised to follow up with the healthcare professional for interrogation and/or reprogramming as the lead may be fractured. Additional information received from the manufacturer representative on (B)(6) 2016 reported that the patient had an appointment with a manufacturer representative and healthcare professional at the healthcare professional's office scheduled for next week friday ((B)(6) 2016). The patient¿s indications for use included spinal pain.

Event description:
Additional information was received from the patient. The patient reported that they had adjustment of stimulation and they were able to get stimulation on the left side. The patient reported that their neck was still seizing up or having spasms, but not as often and that they still get the tingling sensation when they press/rub on the leads.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.